Event description:
It was reported that the ventilator restarted during patient use. The ventilator was in use on a patient at the time of the event occurred. The was no patient harm reported as a result of the event.

Manufacturer narrative:
The customer reported that the central processing unit (cpu) printed circuit board (pcb) was replaced to address the issue. Attempts have been made to try to obtain the part for failure investigation but no response received from the customer. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record.